Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation of the device, increasing threshold was observed on the right ventricular lead. The patient presented for lead revision procedure. An x-ray and fluoroscopy confirmed that the lead had pulled back into the pocket but was still adhered to the myocardium. It was discovered by a venogram that the left innominate vein to be totally occluded. It was decided to reposition the lead. The lead was repositioned successfully with no complications.